Event description:
Customer reported that the insulin pump alarmed during prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Customer stated he changed the infusion set 2 times and after filling the tubing he received the error alarms. Blood glucose value was unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to verify prime alarms, due to motor error alarms. Insulin pump received with cracked case at display window corners and minor scratches on window.